Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a nurse in (B)(6) of did not wear a mask/nor wash hands and peritonitis coincident with peritoneal dialysis (pd) therapy. On an unreported date, the patient began treatment with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies (doses, frequencies not reported) intraperitoneally (ip) for peritoneal dialysis (pd). The dianeal therapies were ongoing. During a call with baxter customer services, the following was reported. On an unreported date, the patient did not wear a mask and did not wash his hands which caused peritonitis on (B)(6) 2012. The peritonitis was manifested by pains and a cloudy bag. The patient was not hospitalized for peritonitis. Treatment was not reported. The outcome for the event of the patient did not wear a mask/nor wash hands was not reported. At the time of this report the patient was recovering from the peritonitis. Further information was received from the nurse on (B)(4) 2012. The nurse confirmed the event of peritonitis, onset date, and causes of peritonitis as previously reported. The nurse clarified that on (B)(6) 2012, the patient experienced abdominal pain (previously reported as pain) as a manifestation of peritonitis. On that same day, the patient brought in a cloudy bag. On an unreported date, the patient was treated with gentamicin (route, dose, and frequency not reported) for peritonitis. The nurse stated that on (B)(6) 2012, the patient came in with a clear bag but the antibiotic therapy was continued for 2 more weeks. On an unreported date, the patient was retrained on proper aseptic technique. On an unreported date the patient recovered from the events of did not wear a mask/nor wash hands. At the time of this report the patient was recovering from the event of peritonitis with culture positive for gram negative rhizobium radiobacter.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This event involved a use error and there was no allegation of a product malfunction; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. This report of use error breach in aseptic technique and peritonitis was confirmed, because the nurse reported that there was a breach in aseptic technique described as the patient did not wear a mask and did not wash his hands. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The assignable cause was undetermined.